Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. The suspected cause of the event was ra lead insulation damage; however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the noise resulted in inappropriate mode switching. Futhermore, lead provocation testing was performed and the noise was reproducible. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.